Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the general care area. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was out of spec in relation to the reported symptom, constant downstream occlusion message, which was not reproduced but confirmed through a review of the device event history log. The downstream current reading were in spec. The downstream pressure plate gap was out of spec. The device was re-calibrated.